Manufacturer narrative:
An event regarding disassociation involving an unknown head was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper. The relatively large 44-mm femoral head may have been a secondary factor of relevance. Device history review could not be performed as the lot ID is unknown. Complaint history review could not be performed as the lot ID is unknown. Conclusion: the medical review concluded that "cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper." Further information such as return of device,pathology reports, operative reports, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Revision total hip right due to dislocation of femoral head from trunnion. During revision surgeon stated trunnion head appeared like a sharpened pencil. Surgeon removed liner, stem and head.

Manufacturer narrative:
The catalog number and lot code were not reported. The device was reported as an unknown 44mm head. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision total hip right due to dislocation of femoral head from trunnion. During revision surgeon stated trunnion head appeared like a sharpened pencil. Surgeon removed liner, stem and head.